Event description:
The clinician was starting the intravenous catheter after placement she pushed the button and the needle did not retract all the way. She laid it down to continue with the intravenous catheter. When she picked up the unit to place it in the sharps container it slipped and stuck the other hand. The sample was discarded. According to hospital policy, testing was initiated on both the patient and hospital associate. The patient was not human immunodeficiency virus +.